Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is an remediated colleague pump with a user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, the root cause was assigned to use/user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.